Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and claudication, as listed in the supera peripheral stent system instructions for use, are known adverse events associated with the use of a peripheral device in native peripheral arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2016 the patient with a history of claudication was treated for a dissection in the right mid popliteal artery with the implantation of a 5.5 x 100 mm supera stent. On (B)(6) 2017 the patient complained of calf claudication after walking 30 to 50 yards. An arterial duplex scan (ads) confirmed elevated velocity indicating a narrowing in stent caused by stenosis. Computed tomography angiography (cta) with runoff was ordered and the patient was advised to continue a regimen of aspirin and plavix. The patient chose to have intervention done at another healthcare facility. No other information was provided.